Event description:
It was reported that a revision was performed due to loosening.

Manufacturer narrative:
(B)(4). The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the devices resemble typical explanted devices. The tibial base and insert was returned. A review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Both devices were manufactured in 2012. An evaluation performed by our research lab noted the insert showed deformation to the medial-lateral edges of the inferior locking surfaces. Rounding of the anterior lock indicates the insert was seated initially. Damage to the anterior locking surface was potentially due to removal of the insert. Damage on the articulating surfaces of the insert was potentially due to expected usage. It was also noted that tibial base showed scratches on the locking surface, which potentially occurred during removal of the insert. Burnishing of the fixation surface indicated that the tibial base may not have been well fixed in the tibia; no bone on-growth or cement adhesion was noted on the fixation surface. Based on the information provided, the exact cause for the tibial base loosening is unknown. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however, we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.